Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were reviewed, low power events were due to normal battery depletion, otherwise the equipment was operating as intended. Additionally, technical services stated that the system controller cable voltages were normal, so waiting to exchange the system controller due to the cables oxidation that would be fine. Additional information was provided that the system controller was not exchanged, and the patient would be reassessed during the next clinic visit.

Event description:
Damage to the patient's controller power cable has been previously reported under MFR #: 2916596-2024-05469.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of damage to the system controller power leads was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted and data from the reported event date of 10jan2025 was reviewed. There were no notable events active in the log file. Pump operation was not affected. Additional provided information stated the system controller has not been exchanged and that no product would be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.